Event description:
It was reported the patient developed an infection post implant. The patient was placed on antibiotics. The infection was resolved for about one year. Additional information has been requested from the hcp, but was not available as of the date of this report.